Event description:
It was reported that the patient was revised due to pain, dislocation and glenoid bone fracture. The patient was revised approximately three weeks post implantation after a failed manipulation under anesthesia. A cement spacer was implanted. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: comp aug mini bsplt w tpr sm cat# 110032410 lot# 65255508. Acrom xl 44-41 std +3 hmrl brg cat# xl-115367 lot# 503570. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.